Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) went into cardiac arrest and was taken to the hospital emergency room. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.